Event description:
It was reported by a non-medical professional that the patient underwent a procedure involving placement of segmental spinal fixation instrumentation. Approximately three weeks post-op, the patient underwent a revision surgery to replace the screws and connectors because six connectors on the rod had disconnected from the screws. No additional complications were reported. The patient was discharged from the hospital eight days later.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.